Event description:
The product was used during an unspecified procedure. Reportedly, the retaining pin was misaligned and there was gastric leakage. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.